Event description:
Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Left knee drained [joint effusion]. Case description: initial information was received on 10-apr-2008 from a male patient, who experienced pain, swelling, and effusion all in the left knee after receiving synvisc. The patient received (2) synvisc injections in the left knee the month prior. Within 24 of the first synvisc injection, the patient experienced left knee swelling and left knee pain. A physician drained the patient's knee and administered injectable steroids on an unspecified date after the first injection of synvisc. The patient was also prescribed vicodin (dosage, regimen, and indication unspecified) but the patient is now "able to get by" with advil. At the time of this report, the outcome of the patient was not yet recovered. No further information provided.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.